Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 200 mg/dl (meter) and 44 mg/dl (lab).

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.